Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump locked up and become unresponsive and buttons stick down when press them. The customer's blood glucose value was unknown. The battery life was diminished and battery lasted less than 7 days. The insulin pump had scratches and rainbow effect due to which screen was hard to read. The insulin pump had unexplained no delivery alert and insulin pump rewind slower than it has in the past also lost settings. The insulin pump will not be returned for analysis.